Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a unresponsive keypad/button. Customer's blood glucose level was 260 mg/dl. Customer stated that the buttons were not responding. Customer treated with a syringe. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The down arrow button on the insulin pump had intermittent respond due to moisture damage on keypad trace. However, the device passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and occlusion test. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and missing end cap sticker.